Manufacturer narrative:
Analysis: the symptom of hypotension during transfusion of pts undergoing cardiac surgery appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability may be any one or several of the following circumstances: anesthesia, transfusion, angiotension converting enzyme inhibitors, rapid transfusion flow rates, and routine use of vasoconstrictors and vasodilators. A specific report of transfusion reactions and use of the device, independent of brand, has been issued in teh form of a FDA safety alert, dated 05/99, entitled "hypotension and bedside leukocyte reduction filters". Unless substantially significant info becomes available, this constitutes a final report.

Event description:
It was reported that a pt being infused with platelets through the device experienced severe hypotension, from 168/100 to 62/40 after receiving 5-10 cc's. The transfusion was stopped and restarted twice. The pt blood pressure stabilized on the third start of the transfusion.